Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported experiencing low aspiration during setup for a surgical procedure. It was discovered that the doctor setting were incorrect. Once the settings were changed, the aspiration worked great. There was no pt impact.